Manufacturer narrative:
One catheter was received with no attached components. Testing was done using a laboratory syringe. As received, catheter was returned with the balloon latex torn off the catheter tip and was not returned. There is some latex observed on both proximal and distal bond sites. The latex at bond sites also appeared gummy. Blood was visible at the tip of the catheter, despite the report of pre-use failure. All through lumens were patent without leakage or occlusion. There was no visible damage observed from the catheter body. Visual examination was performed under 10 x magnifications. The customer report of balloon rupture was confirmed. The cause of the rupture and condition of the latex could not be determined. No obvious indications of a manufacturing nonconformance were found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon ruptured before use. There were no patient complications reported. No additional details were provided. It is not known if the catheter was re-processed. Product storage conditions were not reported.